Manufacturer narrative:
Follow up #1 ((B)(4) 2013)-device evaluation: the usb cable involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the usb passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurate readings compared to another otu2 meter, an embrace meter, and an unknown meter. The patient also alleged the meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 2:30am, the patient alleged the issues first occurred. The patient reported obtaining readings of '73, 90, 110 and 134mg/dl' on the lfs meter and '60, 79, 94 and 164mg/dl' on a back up ot ultra2 meter as well as '155mg/dl' on an embrace meter and '134mg/dl' on an unknown meter. Based on statistical methodology the calculated difference of the results exceed the expected value of <=30% or <=30mg/dl taken within 30 minutes of one another. The patient reported using self adjusting insulin (type and dose unknown) to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications due to the alleged issue. The patient reported at an unknown time she developed symptoms of 'lightheaded, blurred vision, shaky.' It is unclear if the patient attributes these symptoms to high or low blood glucose. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The patient's test strips were found to be in good condition. However a control solution test was not completed due to the patient not having any control solution at the time of the call. The cca determined there was no misuse of the product and it was not the first time the meter had been used. The cca noted the subject meter did not need to be recharged. Replacement products were sent to the patient.the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event because the patient reported due to the alleged issue she developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strip has passed testing with no faults found. In addition, the test strips that were returned exceeded the count printed on the label. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.